Event description:
Initial report was that devices were damaged out of the box. When complainant was called he indicated that devices stopped working after a few minutes.

Manufacturer narrative:
A full investigation could not be completed as the device is not mfg by richard wolf. Device was sent to MFR for investigation on (B)(4) 2013. Complainant reported devices were not used on pt and no injuries to pt or staff occurred. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Rwmic considers this matter open as we are awaiting investigation results from MFR. When additional info is received, we will provide FDA with f/u report.